Manufacturer narrative:
Concomitant medical products: 0158, lead, implanted: (B)(6) 2004. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) battery longevity was draining faster than expected. It was noted the left ventricular (lv) lead, implanted in the his bundle, had a high programmed output. The crt-d and the lv lead remain in use. No patient complications have been reported as a result of this event.